Manufacturer narrative:
The remote support engineer (rse) spoke to the biomed customer and retrieved the clinical audit logs. The rse reached out to a remote application specialist (ras) for evaluation of the logs. The ras was able to show the customer that patient information center ix did alarm visually and audible at the time of the event. It was determined is issue was caused due to an alarm configuration issue by the customer. The ras provided information to the customer via email with regards to the findings. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the patient information center ix indicating that some of the spo2 will not de-stat properly. The device was in clinical use at the time of the event. No adverse event or patient harm was reported.